Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was 7.7 mmol/l. The customer stated that she was unable to get her pump to vibrate. The customer stated that she ran a self-test and the pump did not vibrate. The customer stated that the pump did not vibrate when they pressed the act after using the up arrow to set an easy bolus amount. The customer stated that the vibrate mode is on. The customer stated that the pump's battery is not low. The customer stated that they did not recently install a new battery. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was unable to vibrate due to a broken vibrator black wire. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display window.